Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that a patient experienced descemet membrane detachment during surgery. The surgery was completed on the same day. It was also reported that problems with the surgical settings values and tip usage/direction by physician. The serious injury caused by user error and meeting reporting criteria. The type of procedure was not reported. The patient's postoperative vision was fine and no other health problems were reported. This complaint is pertaining the four of five patients received from the initial reporter. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. On july 4, 2024, we received new information from the doctor. He believes that the descemet membrane detachment was not caused by an instrument malfunction, but by problems with the surgical settings values and tip usage (tip direction, etc.), and that there is no causal relationship with the product. The may examination revealed no problems with the instruments, and descemet membrane detachment no longer occurred after the surgical setting values were changed and the direction of the tip was carefully observed. The root cause is customer error based on new information received for this event. After investigation of this complaint no corrective action is required at this time as root cause is user error. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that a patient experienced descemet membrane detachment during surgery. The surgery was completed on the same day. It was also reported that problems with the surgical settings values and tip usage/direction. The type of procedure was not reported. The patient's postoperative vision was fine and no other health problems were reported. This complaint is pertaining the fourth of five patients received from the initial reporter.